Event description:
Analysis of the returned device found that the main coil (subject device) was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the main coil delivery wire was intact. The main coil was seen to be stretched. The main coil was seen to be broken/fractured. The main coil suture was seen to be damaged. The introducer sheath appears to have been cut. During functional inspection, main coil failed/unable to detach functional test passed. The coil detached successfully during the test. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, 2 attempts were made to detach the coil, no damage was noted to the proximal section of the delivery wire prior to inserting into the detachment system, the proximal end of the delivery wire was wiped with alcohol prior to inserting into the detachment system, no damage was sustained to the delivery wire during use, the funnel of the detachment system was correctly and sufficiently placed over the proximal end (proximal contact) of the delivery wire, no thrombus or any other embolic agents were present on the coil detachment zone, the delivery wire and microcatheter markers were verified to be properly aligned under fluoroscopy, the rhv (rotating hemostatic valve) was sufficiently tightened prior to detachment, the detachment system was maintained in a stable position, and the issue occurred with the first coil used. During analysis, the main coil was found to be stretched with the primary wind broken/fractured and the suture damaged. The coil delivery wire was found to be intact with no damage. The coil detached successfully from the delivery wire during functional testing with a demo detachment system device. Therefore, an assignable cause of 'not confirmed' will be assigned to the as reported "main coil failed/unable to detach" since the investigation included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. It is probable that the main coil sustained damage during the procedure, possibly from being pushed or pulled against resistance. An assignable cause of 'procedural factors' will be assigned to the as analyzed "main coil stretched", "main coil broken/fractured during use" and "main coil suture damage" since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.